Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018 at 7 pm with blood glucose of 600 mg/dl. The customer's current blood glucose is 285 mg/dl. The customer was treated insulin drip. Troubleshooting was done for high blood glucose and under delivery. The customer was not wearing the insulin pump during the hospitalization and away from the pump less than 48 hours. The customer reported that the drive support cap was appeared to be normal. The insulin pump will not be returned for analysis.